Event description:
A combined initial and final report is being submitted due to the completion of the investigation on 23-jun-2026. Description of event: user detected the needle cannot be advanced out of sheath, cannot complete biopsy. User changed to a new echo-19 device to complete the procedure. Patient/event info - notes: updated on 28apr2026. 1. If the report involves a kink, bend, or break in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end)? None. 2. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. Pancreas. 3. Please describe the size of the intended target site. 5x9cm. 4. Was gaining access to the targeted site difficult? No. 5. Was puncture of the targeted site difficult? Needle cannot be advanced out of sheath. 6. Was force required to remove the device? No. 7. Was resistance felt while inserting the device through the scope? No. 8. What is the scope manufacturer and model 8 that was used? Olympus. 9. Was the scope recently service/repaired? No. 10. Was the endoscope in a flexed or twisted position at any time during the procedure? No. 11. Was the stylet partially removed when advancing the needle into the target site? Yes. 12. Was the device used in a tortuous position? No. 13. Are images of the device or procedure available? No. 14. How many biopsies/passes were obtained with use of this needle? None. 15. Did any section of the device detach inside the patient? No. 16. Was difficulty experienced while retracting the needle? N/a. 17. Was it possible to be fully retract before removing the needle from the patient? N/a. 18. If an ebus procedure, did the needle tip hit the cartilage rings of the trachea? N/a. 19. When was the issue noted? E.g., on advancement of the sheath/needle or on needle retraction? Needle advancement. 20. Were any other defects (other than the complaint issue) observed on the delivery system (e.g., kinks) prior to return? (If yes, please specify what additional defect(s) were observed and where on the device this was observed) no. 21. If not with the device in question, how was the procedure performed and/or finished? Changed to new needle. 22. Did the patient require any additional procedures as a result of this event? No. 23. If additional intervention was performed, was it during the same procedure as the device failure or was it scheduled for another day? N/a.

Manufacturer narrative:
A combined initial and final report is being submitted due to the completion of the investigation on 23-jun-2026. Device evaluation (B)(4) unit of lot: c2361001 of echo-19 was returned opened in its original packaging. The lot number on the box packaging returned was c2338128 while the lot number on the tray packaging was c2361001. Clarification was received that the correct lot number for this complaint was c2231001 a photo of the complaint device was shared to support the investigation. The device related to this occurrence underwent a laboratory evaluation on 02 june 2026. Observations from the lab evaluation were as follows; device returned with distal end of needle advanced slightly out of distal end of sheath. Slight damage on distal end of sheath observed. Biological matter observed on distal end of needle. Kink below sheath extender observed. Sheath extender able to advance and retract with slight difficulty. Needle handle able to advance with difficulty. Needle handle retracted to position 0 but needle did not retract into sheath. Stylet removed from device without issue. Attempted to re-insert stylet but would not pass kink below sheath extender. Needle removed from device and needle break observed below sheath extender. The reported failure was observed. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the warnings section of the instructions for use, ifu0101, which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use (ifu0101). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A potential root cause may be related to the device being held at an angle during the procedure. Such positioning could lead to proximal needle breakage and may prevent the needle from exiting the sheath, resulting in the needle advancement difficulty reported by the user. The distal sheath damage observed in the lab evaluation is likely to have occurred during the advancement attempt by the user. Another possible root cause could be due to the device been over torqued during the procedure leading to the needle to break below the sheath extender which would have led to the needle advancement difficulty experienced. It is also possible that the device incurred some damage during packaging, transport, or prior handling (e.g., inadvertent bending or kinking) which may have weakened the needle and potentially led to the fracture during the attempted advancement of the needle. A CAPA (pr 217973) has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. All lots manufactured from the 10th/11th may 2022 have the CAPA improvements. A review took place to check the manufacture date of the lot related to this complaint and it was confirmed that it was manufactured after the corrective action being implemented. However, this break is considered outside the scope of the CAPA. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events.